Event description:
It was reported by service report that the head of the jack is drifting down. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Eval: released rod linkage.